Event description:
It was reported that the patient had difficulty charging the ipg. The physician replaced the ipg with an MRI compatible device. The patient was reprogrammed and was doing well postoperatively. The explanted device was not returned to bsn as it was not released by surgery center.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.